Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during liver resection, while transecting left lobe, reload has not fired and anvil got bend or distorted. Surgeon used another reload to complete the case. No patient injury.